Event description:
It was reported that pump unexpectedly displayed reset screen. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, was informed that reset occurred as part of routine system check and that pump was functioning as intended, received guidance to reload cartridge, resume insulin, and restart continuous glucose monitoring session, and successfully restored pump settings and insulin delivery.